Manufacturer narrative:
]Device evaluation: the returned item matches information listed in the complaint file. Visual inspection revealed that the inferior plate (mb085k lot 5288451) and the polyethylene insert have disassembled from the peek cartridge. The superior plate (mb084k lot 5355815) was still assembled to the cartridge. The item could be fully disassembled and reassembled using si-mobc-0001 with no difficulty. Root cause: a definitive root cause cannot be determined with the information provided. DHR review: per DHR review, the part was likely conforming when it left highridge control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported a mobi-c implant disassembled during surgery. According to the x-ray, the prosthesis was placed, the implant holder was loosened, then the lower plate and the mobile core came out with the holder. The surgical team put the prosthesis together and implanted it again, but it tilted. It was removed and replaced with another mobi-c implant to complete the procedure without patient impacts.

Event description:
It was reported a mobi-c implant disassembled during surgery. According to the x-ray, the prosthesis was placed, the implant holder was loosened, then the lower plate and the mobile core came out with the holder. The surgical team put the prosthesis together and implanted it again, but it tilted. It was removed and replaced with another mobi-c implant to complete the procedure without patient impacts.

Manufacturer narrative:
G3 PMA #: this device is not cleared within the us, but is similar to those cleared under (B)(4). Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.